Event description:
It was reported that when the pouch was opened, it was confirmed there was only release papers but no film inside. A backup was available. No delay was reported. After investigation it was noticed that the dressing had creased.